Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that the reported phenomenon occurred due to a video system center and/or a connection that was connected at the time of the phenomenon. It was confirmed that all clv-190 function tests and safety tests were fine. Therefore, it is considered that the issue is likely not caused by the light source device. The instruction manual identifies the following related verbiage: ¿9.2 troubleshooting guide code: b30 error message: scope communication err (b30) possible cause: 1.) Foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. 2.) The video system center cannot communicate with the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Additionally, the olympus technician spoke with the biomedical engineer from the facility who stated that the defect occurred before the surgery during function control.

Manufacturer narrative:
The customer wrote a cover letter to olympus personnel noting their issue with the light source. Customer noted that the 190 scopes weren't being recognized correctly, which was causing the b30 error. Customer also confirmed that the tower itself was functioning properly. An olympus technician was dispatched to the user facility to evaluate the subject device. During that evaluation, the technician renewed the plug connection, and noted that moisture damage may have occurred. The clv-190 connector base was cleaned, a functional check was performed and no faults were noted. The subject device is not scheduled for return. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii xenon light source device presented a b30 scope communication error during procedure preparation. The type of procedure could not be confirmed, though the initial reporter did confirm there was no patient harm, and the procedure was going to be rescheduled.